Manufacturer narrative:
Pump was monitored and tested with no check setting alarm noted during testing. Pump passed rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip noted.

Event description:
Customer reported to have received a no delivery alarm. During troubleshooting for no delivery alarm, customer received a motor error alarm. During troubleshooting for motor error alarm, customer was able to rewind insulin pump. Customer's blood glucose was 463 mg/dl. Customer was advised that insulin pump would need to be replaced.